Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called adc to report that on an unspecified date and time, the customer¿s adc blood glucose meter displayed ¿set¿ upon strip insertion and when the button is pressed. It was further reported the customer was unable to monitor his blood glucose and blindly self-treated with insulin (dose/type unknown). The customer experienced diabetic ketoacidosis (dka) and was taken to the intensive care unit (ICU) where he was hospitalized for an unspecified duration. No treatment details were provided and no further information was obtained. There was no report of death or permanent impairment associated with this event.